Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system stopped working. They changed the extension cable and the power supply, but the unit still did not work. A new kit was used to complete the procedure. There were no pt effects. The event date is unk. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the jaws were very bloody. There were no non conformities with the device. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test, it did not produce steam or heat during several activations. Based upon the functional test, the reported failure "stopped working" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).